Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the rv (right ventricular) lead had damaged insulation. The rv lead was explanted. No patient complications were reported as a result of this event.